Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that she experienced high blood glucose of 447 mg/dl. The customer treated with the insulin pump. She stated that for two weeks she had not been able to get it under 200 mg/dl and she has to change the infusion set every 2 days. During troubleshooting, the customer stated that the current tubing did not have air but mentioned she does get air bubbles in the tubing on the first or second day of use. Insulin did exit the tubing during prime and no leaks were found. Most recent blood glucose reading was 424 mg/dl. The device will not be returned for analysis.

Manufacturer narrative:
The information provided in section b1, b2 and h1 with initial report was incorrect. The correct information has been provided with this report.